Event description:
It was reported to boston scientific via an article published in european urology supplements (eau congress 2026) that a retrospective real-world study was conducted to evaluate medical retreatment following rezum water vapor therapy for the treatment of benign prostatic hyperplasia (bph). A total of 155 patients underwent rezum therapy between july 2018 and january 2024 at a single institution. Following the procedure, the overall adverse event rate was reported to be 19.4%. Specific complications included postoperative urinary tract infection (1.9%), postoperative urinary retention (15.5%), catheter duration for retention of 16.2 plus and minus 17.9 days, emergency department visits within 30 days (5.8%), and readmission within 30 days (1.3%). Additionally, 48 patients (31%) required medical retreatment, defined as initiation or resumption of bph medications, with a mean time to retreatment of approximately 9.8 months. The most commonly restarted medications included alpha blockers (40.5%), daily tadalafil (25.5%), and 5-alpha reductase inhibitors (10.6%), with 23.4% of patients requiring multiple medications. Patients who required retreatment demonstrated higher symptom severity scores, including international prostate symptom score (ipss) and quality of life (qol), at 3-month follow-up compared to those who did not require retreatment. Surgical retreatment within 3 years occurred in 9.7% of the overall cohort.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Nguyen, v., tran, e., cerrato, c., finegan, j. L., leach, m. C., & bechis, s. K. (2026). Do patients resume rezum medications? A real-world analysis of medical retreatment after water vapor thermal therapy (abstract a0448). European urology supplements, 89(s1). Presented at the 41st annual eau congress